Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 56 hours of extended tests at the customer's settings. The ventilator also passed troubleshooting final test, which includes many alarm and ventilation functions.

Event description:
It was reported to vyaire medical that the ventilator will not give 100% oxygen within 3 seconds when the o2 flush button is pressed. There was no report of any patient use associated with this reported event.